Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 3000 ohms on the right atrial channel. As patient was observed to be in atrial fibrillation, the ICD was reprogrammed vvi and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 3000 ohms on the right atrial (ra) channel. A signal artifact monitor episode with oversensing of the minute ventilation signal was also observed on the ra channel. As patient was observed to be in atrial fibrillation, the ICD was reprogrammed vvi and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.